Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Continued e1 (email address): (B)(6). Continued e1 (facility name): (B)(6). Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture. Device remains implanted. This record relates to the right side

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.